Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that after one hour of administration, the pump sounds (alarms) and does not allow priming of the equipment. The issue occurred during use with a patient who is administered enteral nutrition by gastronomy tube. There was no patient injury reported. Additional information received on 27-jul-2021 states that when the pump alarmed they looked to verify the reason why and found that the device had air. They then tried to prime it but was unable to.